Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
Customer reported receiving imprecise readings on his freestyle lite blood glucose meter. The customer obtained readings of 19 mg/dl, 286 mg/dl, and 146 mg/dl. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.